Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a high of 269 mg/dl followed by lows to 65 mg/dl and 57 mg/dl while using an insulin pump, without extra insulin or manual injections, and treated the lows with repeated 15 g carbohydrate intake per coaching; additional training was scheduled and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included self-management with oral carbohydrates and no medical intervention, no ketone testing, and no alarms. Investigation included complaint intake review and user education on hypoglycemia treatment. Investigation of this case revealed no device alarms and no device-specific malfunction reported, with the event attributed to cause unclear and potential overcorrection of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.